Event description:
It was reported that the patient called in stating that the device was exhibiting a no disposable clamp tubing alarm. Troubleshooting was completed and air bubbles were noted in the line. Patient was advised to gently tap the cassette on a firm surface and green tab pressed. Pump had a total volume of 240ml with only 52.60ml given. Patient was advised to turn pump off and clamp line. No patient injury was reported.

Manufacturer narrative:
UDI and catalog information are unknown. If the product is returned, the manufacturer will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.